Manufacturer narrative:
An event of cardiac arrest was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on the available information, the cause of the cardiac arrest appears to be related to the procedural condition. There was no allegation of malfunction against the abbott device. It was believed that the cardiac arrest was severe vaso-vagal response. The reported unexpected medical intervention was result of case-specific circumstances as CPR/resuscitation was performed.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant. The talisman was implanted with no reported complications and the patient was under sedation. The groin access was closed with a non-abbott device. Post-implant of approximately 5 minutes, the patient complained of nausea and became bradycardic down to 33bpm. Then the patient became asystolic and required cardiopulmonary resuscitation (CPR). Return of spontaneous circulation (rosc) was achieved with CPR and adrenalin. The user alleged that the cause of cardiac arrest was severe vaso-vagal response. The patient was reported to have been discharged home on (B)(6) 2025 with no further issues.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.